Event description:
During a coil embolization procedure in the splenic artery, a coil was being withdrawn from the microcatheter when it separated from the delivery wire. The physician felt no resistance during the use of the coil and had made no attempt to detach the coil prior to it's removal. The coil was removed from the patient with the microcatheter and expelled from the microcatheter. Following the successful deployment of another coil, the physician changed to a different microcatheter. While advancing a further four coils (including the subject device) through this microcatheter, resistance was encountered between the microcatheter and coil at the microcatheter tip. This resulted in the four coils detaching from the delivery wires. All the coils were removed using the microcatheter and expelled from the microcatheter outside the patient. There was no reported clinical consequence to the patient and seventeen coils were successfully deployed during the procedure.

Manufacturer narrative:
Additional information provided by the user facility stated that the anatomy was severely tortuous. The physician did not maintain continuous flush in accordance with the directions for use.